Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent called and reported the insulin pump had a crack in the middle of the display screen. Customer's blood glucose was 67 mg/dl. The customer's mother stated the screen could not be read, due to the crack. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.